Event description:
Following a ptca procedure (date unknown) an angio-seal device was placed in a patient's groin. The deployment was noted to be without difficulty. Three (3) days post-procedure the patient complained of a painful cold leg. The patient was taken to surgery were the device was found to have been deployed into the common femoral artery. The patient was reported to be in good condition. As of 04/05/1999 there has been no further report to the manufacturer of complication or additional patient sequelae.